Manufacturer narrative:
Device investigation narrative - one service replacement dii control unit part number (B)(4) was received on (B)(6) 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was observed. Product failed functional testing in port a only with "short circuit detected" error message on display and audible alarm activated. Cause of malfunction are three burnt electronic components on the main pcb. Resistor r54 and transistors q8 and q11 have been shorted out. Reason for electronic component failure could be plugging in a wet mdu connector or a shorted out mdu. Product passed functional testing with a known good main pcb installed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dyonics ii controller presented a "handpiece fault" error, began to overheat, and began to smoke. It was reported that the shaver was plugged in by the staff and the error message displayed about 30 seconds later and the controller smoked. When unplugged the connector was hot. Backup dyonics ii controller and devices used to successfully complete the procedure. It was reported that there was no delay in the procedure and no patient injury associated with the alleged event.